Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet avx catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed no damage. Functional testing was competed per the instructions for use (IFU) device preparation. The pump was inserted into the ultra drive unit console. The catheter primed, and the device functioned for a period of 90 seconds in the thrombectomy mode. The devices pressure was within the normal range. During functional testing no errors or priming issues were noticed, the device ran as designed. During functional testing there was a leak at the male luer connector. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was not confirmed for set up issues and alarms.

Event description:
It was reported that catheter break occurred. An angiojet avx catheter was used in a thrombectomy procedure. However, during the procedure, it was noted that the catheter was ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that catheter break occurred. An angiojet avx catheter was used in a thrombectomy procedure. However, during the procedure, it was noted that the catheter was ruptured. The procedure was completed with another of the same device. No patient complications were reported, and patient's status was stable.